Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead needed to be repositioned due to low sensing measurements. However, the lead helix would not retract after 14 rotations. The physician continued to work with the lead to get the helix to retract and the lead became dislodged. The lead was removed from the patient¿s body and the physician was eventually able to get the helix to retract but it took a lot of rotations. The lead was not implanted, and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The analyst noted that the helix could be fully extended and retracted and turns within specification. If information is provided in the future, a supplemental report will be issued.